Event description:
It was reported patient underwent total knee arthroplasty on (B)(6) 2010. Subsequently, patient was revised on (B)(6) 2011 due to instability.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: adverse events it states, the most frequent adverse events are: and lists, "loosening or displacement of the prosthesis." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.